Event description:
It was reported to philips that the heartstart mrx defibrillator delivered three shocks in AED mode and then failed to deliver a shock. The patient is deceased.

Manufacturer narrative:
(B)(4). A follow up report will be submitted after philips obtains more information concerning this event.